Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. The subsequent patient effects and treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The patient effects of vascular dissection and hemorrhage are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. D4- the UDI is not known as the part and lot number were not provided. Medwatch report attached.

Event description:
User facility medwatch report received that states: "at the end of a transfemoral tavr (transcatheter aortic valve replacement) case in a patient with a heavily calcified access site per-close was attempted for closure following sheath removal. Angiogram was taken and extravasation was noticed. Cutdown was performed, the patient remained stable, and hemostasis obtained. They were taken to recovery in stable condition. The extravasation was attributed to the per-close failure. The team did not blame any (B)(6) device for the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."